Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Eye pain is a known side effect of refractive laser surgery. Irritation/ocular discomfort is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis grade one-two bilaterally. Patient was given an oral steroid pack. Topical steroid drop dosage was increased and a flap lift and rinse was performed. Patient noted discomfort and dirty contact lens feeling. It was noted that after flap rinse patient feels way better. Symptoms resolved approximately ten days later. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.